Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose. Customer stated that the insulin pump was possibly over or under delivering. No further patient complications were reported. The customer will discontinue use of the device.